Event description:
Same case as MFR report #: 2134265-2009-02970. It was reported that during a carotid stenting procedure, stent deployment difficulties were encountered when the stent delivery system became caught on the wire. The lesion being treated was located in the common carotid artery. After positioning the filterwire ez embolic system in the common carotid artery with no reported difficulty, the carotid wallstent delivery system was advanced to the lesion. The carotid wallstent was then attempted to be deployed, however, the system was caught on the filterwire ez and did not release the stent. Both systems were then removed as a unit, and another of the same device was used to complete the procedure successfully. No pt complications were reported and pt status was reported as 'stable'.

Manufacturer narrative:
Coronary saphenous vein bypass graft, temporary, for embolization protection. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.